Event description:
It was reported that during use in a surgical procedure the patient received a small burn to the lower lip from the body of the handpiece. It was reported that the patient is doing fine and was discharged the same day.

Manufacturer narrative:
Investigation results: the handpiece was received and tested. Testing of the reciprocating saw did not confirm that the handpiece got hot. The unit met the temperature requirements. The customer will be contacted to provide any additional in servicing needs for this product.